Manufacturer narrative:
Date of event: unknown. There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Unable to perform complaint lot history check due to an unknown lot number for leakage, harm skin irritation & harm allergic reaction. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failures as no samples or photos were returned. Root cause description: root cause cannot be determined at this time as the issues are unconfirmed as no samples or photos were returned.

Event description:
It was reported that leakage and reaction occurred with a unspecified bd pen needle. The following information was provided by the initial reporter, "it was reported that the consumer did not know if he received the full dosage due to the medication seeping out of the injection site. The patient additionally experienced a bump at the injection site, abdominal cramps, and felt lightheaded. Verbatim: a patient receiving therapy with ozempic and bd needles reported he did not know if he received the full dosage due to the medication seeping out of the injection site. The patient additionally experienced a bump at the injection site, abdominal cramps, and felt lightheaded. No additional information provided on consumer. Not able to reach out to consumer. Samples not available. Cannot do follow up with complaint."